Manufacturer narrative:
IV pole. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by service report that the head end jack would not pump up; pole was loose and was capable of falling in an unintended direction. No pt involvement or adverse consequences are reported.